Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device number 30174062l, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus (clot) issue occurred. During the procedure, a thrombus was confirmed on the tip of the a thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by changing the catheter for another one. The procedure was completed without patient's consequence. Additional information received indicates a smartablate generator was in use on power control mode and the patient has not exhibited any neurological symptoms since the procedure was completed. The reported issue of thrombus (clot) has been assessed as an MDR reportable malfunction.